Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-12403. It was reported the pt's therapy was never effective on her left side. Reprogramming was attempted several times to no avail. Surgical intervention is planned to remove the system per the pt's request.